Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks and chin with 2ml of juvéderm® volux¿. The patient concomitantly takes ¿hydroxychloroquine.¿ approximately six months later the patient experienced ¿a blind pimple turned into an abscess.¿ the patient saw their pcp about it and was sent to the hospital. Four weeks prior to this occurring the patient had a flu vaccine and felt they couldn¿t hear in their left ear suggesting a sinus or ear infection. The hcps at the hospital confirmed an abscess via a CT scan. They initially put the patient on steroids, however that treatment has ceased, and they are now only on antibiotics. No cultures are growing anything showing that the antibiotics are working. The patient is also having an MRI in the area and the patient was also treated with hylaise. Symptoms are ongoing. It was additionally reported ¿multiple blood tests and tissue samples obtained, no cultures have been grown. Blood work up to determine autoimmune, or sinus infection related. CT of sinus, MRI, multiple tissue and bone samples but unable to obtain results.¿ the hospital team are investigating autoimmune or infected sinus to be the cause. Symptoms have been resolved.